Event description:
It was reported that after a factory reset performed with a diabetes educator, the user announced a meal and subsequently experienced hyperglycemia, with a fingerstick blood glucose reading above 425 mg/dl while 4.2 units of insulin were on board; the user noted a higher-carbohydrate meal and later observed the cannula/needle appearing slightly slanted before replacing the cartridge/infusion site and resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included stabilization with blood glucose trending down to 320 mg/dl and continuing to decline after site replacement and insulin delivery resumption. Investigation included customer support troubleshooting and user-performed inspection and replacement of the infusion/consumable site. Investigation of this case revealed no leak or kink reported, a slanted insertion needle observed by the user, and resolution after site change, which is consistent with possible infusion site or insertion issue, although the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with possible contribution from infusion site integrity or meal-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.